Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The scissors were visually inspected for damages, but none were present. Please note that the scissors do not have insulation. However, when inserted into monopolar handle, the scissors had more friction than normal. Probable root cause could be due to user misuse.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation in the unit has been compromised.

Event description:
It was reported that the insulation in the unit has been compromised.